Manufacturer narrative:
As reported by the (B)(4) study, the patient experienced unstable angina and underwent coronary artery bypass graft (CABG) approximately nine months after the index procedure. Past medical history that may have increased this patient's risk for mace includes angina, hyperlipidemia, hypertension, chronic obstructive pulmonary disease, and smoking. The target lesion was located in the proximal right coronary artery (rca). The lesion was described as 75% stenosed, de novo, type b2, non-thrombosed, ostial, with mild calcification. The lesion was pre-dilated with a non-cordis 2.5x15mm balloon catheter at 12atms. A 3.5x18mm cypher rx stent was successfully implanted at 11atms. The lesion was post-dilated with an unknown 5x18mm balloon catheter at 14atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. Approximately nine months after the index procedure, the patient experienced unstable angina and underwent a CABG of the right posterior descending artery (pda), first obtuse marginal, and mid left anterior descending artery (lad). The outcome of the event was ongoing and improved. The study coordinator confirmed there was 60-70% restenosis of the cypher. She stated there was no thrombosis in the cypher stent and the patient did not have a myocardial infarction. She stated the patient was not compliant with anti-platelet therapy. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Calcified lesions are a common cause of stent underexpansion which significantly increases the subsequent risk of in-stent restenosis and is a predictor of late-stent thrombosis. Review of the information provided suggests that there are patient factors and vessel/lesion factors that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Additional information was received that the previously reported unstable angina resulting in a CABG occurred one day later. No additional information is available at this time and therefore no further changes were made to the file.

Event description:
As reported by the (B)(4) study, the patient experienced unstable angina and underwent coronary artery bypass graft (CABG) approximately nine months after the index procedure. The target lesion was located in the proximal right coronary artery (rca). The lesion was described as 75% stenosed, de novo, type b2, non-thrombosed, ostial, with mild calcification. The lesion was pre-dilated with a non-cordis 2.5x15mm balloon catheter at 12atms. A 3.5x18mm cypher rx stent was successfully implanted at 11atms. The lesion was post-dilated with an unknown 5x18mm balloon catheter at 14atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. Approximately nine months after the index procedure, the patient experienced unstable angina and underwent a CABG of the right posterior descending artery (pda), first obtuse marginal, and mid left anterior descending artery (lad). The outcome of the event was ongoing and improved. According to the investigator, the event was possibly related to cordis product. The study coordinator confirmed there was 60-70% restenosis of the cypher stent and that the restenosis was within 5mm of the stent. She confirmed that treatment included CABG of the right pda, first obtuse marginal, and mid lad. She stated there was no thrombosis in the cypher stent and the patient did not have a myocardial infarction. She stated the patient was not compliant with anti-platelet therapy.

Manufacturer narrative:
The event date was incorrectly captured as (B)(6) 2010. The event date was corrected to (B)(6) 2011 and was updated.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices include a non-cordis 2.5x15mm balloon catheter and an unknown 3.5x18mm balloon catheter. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.